Event description:
The nurse observed during a surgery that the target-core/-cover can not be fixed as usual. They had a replacement so that the surgeon could complete the surgery.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.